Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had multiple signal too low alarms and an unexpected restart alarm. The customer also reported changing the battery and receiving a blank display after. Customer also stated the unexpected restart alarm was recurring. The customer stated the alarms were recurring during normal use. Customer's blood glucose was unknown. Customer was advised their insulin pump needed to be replaced. No additional information provided.